Manufacturer narrative:
The iab was returned. The fos was cut approx 12 cm from the bifurcation. The short tubing was cut approx 3 cm from the bifurcation. The sheath, slide connector, data key, short tubing, tethered valve, lock connector, guidewire, pump tubing and rest of the fos cable were not returned. The bladder and the sheath were measured and met all specifications. A vacuum was pulled on the iab and did not hold. A different guidewire was fed thru the central lumen with out resistance. The iab was submerged and pressurized in water. Bubbles exited the bladder approx 3 cm from the distal tip of the bladder. The hole in the bladder was slit like and appeared to have been caused by a sharp object. It can not be determined how or when the bladder was compromised. A DHR re-review was conducted without findings. The root cause could not be determined.

Event description:
It was reported while in cardiac surgery ,the md inserted the iab without a sheath into the right femoral artery. The insertion was in conjunction with delivering anesthesia to the patient. The clinician reported the fos was "contra pulsating a while." The pump alarmed "leak revise connections." The iab was removed and the md found a puncture in the membrane. Another iab was inserted without incident. There were no reported patient complications.